Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery this morning, and after she cleared the alarm she discovered that her blood glucose exceeded 600 mg/dl. She did not see any insulin come out of the tubing either and is unsure of where it is going. There were no mention of symptoms regarding hyperglycemia. Troubleshooting was initiated and the customer mentioned that she attempted to treat with the pump; she also gave herself a manual insulin injection. The pump was inspected and there were no apparent anomalies. There were no air bubbles in the tubing either. The drive support cap was normal. A high pressure test was performed and the pump passed. A second high pressure test occurred and this time the pump alarmed with no delivery. The customer was advised to change her entire infusion set, reservoir and insulin and treat per health care professional's instructions. No products were shipped or returned.